Event description:
It was reported that at an unknown date after implant, imaging demonstrated that a vascular stent had fractured. No further information was known. No report of patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.